Manufacturer narrative:
(B)(4). Sample involved in this event will not be returned as it was discarded. No failure investigation could be performed.

Event description:
The user reported that 30 minutes into a tpn infusion, they noticed a leak from the hydrophobic air inlet filter. From the reported information, there are no indications of serious injury to the patient or user as a result of this incident. No additional information provided.